Manufacturer narrative:
Pump powered up after battery installation. No blank display noted however, pump stuck in pump error alarm loop and fault isolated to the internal backup battery. Unable to perform the self, sleep and active currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor or verify low battery alarms due to the pump error alarm. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 190 to 291mg/dl at the time of incident. Troubleshooting found that the pump also periodically had a blank display and went into a low glucose suspend when blood glucose was not low. Customer indicated that the display is not currently blank. Troubleshooting advised customer that the device would be replaced and to return the product for analysis.